Manufacturer narrative:
The date of the event is unknown, therefore, the article received date is used as the occurrence date. The valve was not returned to edwards lifesciences for evaluation. A review of imagery within the article revealed that the sapien xt appeared to be implanted inside a pre-existing valve. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed based on provided information/imagery. Since the valve serial number was not provided, a review of the DHR was unable to be performed to confirm that no manufacturing non-conformances potentially contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was deployed in tricuspid position within a pre-existing surgical valve, which was not an indicated use of the device. Therefore, this was off-label operation. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had a history of re-stenosis suggestive of patient factors (e.g. Pre-existing co-morbidities) potentially contributing to the reported event. However, due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required. Reference article: alvaro lafuente-romero , enrique jose balbacid domingo and cesar abelleira pardeiro. ''Percutaneous tricuspid valve implantation: an alternative in critically ill patients''. Cardiology in the young (2022).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in spain, per article, ''percutaneous tricuspid valve implantation: an alternative in critically ill patients'', a case with a 23-year-old woman who had several surgical and percutaneous procedures in childhood due to critical pulmonary stenosis and underdevelopment of the right ventricle received an edwards sapien xt implanted in a previously implanted bioprosthesis valve due to severe tricuspid degenerative stenosis. The tricuspid stenosis progressed and a valve-in-valve-in-valve was performed. The patient is stable post procedure.